Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the physician interrogated the cardiac monitor after implantation and the device exhibited a telemetry anomaly. The physician decided to explant and replace the device.